Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was over 500 mg/dl with diabetic ketoacidosis and customer reported to be dehydrated. Reportedly, customer went to the emergency room and was then hospitalized on (B)(6) 2018. Customer reported felling groggy and sick. Customer was treated with insulin drips as well as fluids and was released from the hospital on (B)(6) 2018.